Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Review of the device history records identified no deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a closed reduction was attempted but the physician was unable to reduce and decided to open. It was found the femoral and femoral component was in good position, the dm components were exchanged. The cup was in appropriate position and version, and was left intact. It was found the patient dislocated the inner head from the outer poly head of the dual mobility bearing. The bearing was replaced without complication. It was determined that the provided x-rays would not enhance the investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 110031012, lot: 64912216, vivacit-e dm bearing 28x44mm, part: 010000664, lot: 6957149, g7 pps ltd acet shell 54f, part: 574202030, lot: 3041011, avenir cmpl ha ho col size 3, part: 31-323230, lot: 659370, 3.2mmx30mm rnglc+ acet drl bit, part: 110010571, lot: 641500, g7 suction cup sterile.

Event description:
It was reported that the patient underwent an initial right hip procedure and subsequently, patient was revised 15 days later due to dislocation of the inner head from the outer poly head of dual mobility. Attempts have been made and no further information has been provided.